Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 63, 68 and 79 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that a couple of months back she lost her husband and as a result, her sugar increased. Her doctor increased her dose of insulin to keep her sugar stable. Customer confirmed she is still on the same increased dose of insulin, however, when she obtains these lower readings she does not have any hypoglycemic symptoms. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. (B)(6). Memory concerns:customer is concerned with all low fasting results obtained. Customer states that a couple of months back she lost her husband and as a result, her sugar increased. Her doctor increased her dose of insulin to keep her sugar stable. Customer confirms she is still on the same increased dose of insulin, however, when she obtains these lower readings she does not have any hypoglycemic symptoms.

Manufacturer narrative:
Internal report # (B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 63, 68 and 79 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that a couple of months back she lost her husband and as a result, her sugar increased. Her doctor increased her dose of insulin to keep her sugar stable. Customer confirmed she is still on the same increased dose of insulin, however, when she obtains these lower readings she does not have any hypoglycemic symptoms. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 08/18/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with all low fasting results obtained. Customer states that a couple of months back she lost her husband and as a result, her sugar increased. Her doctor increased her dose of insulin to keep her sugar stable. Customer confirms she is still on the same increased dose of insulin, however, when she obtains these lower readings she does not have any hypoglycemic symptoms.